Event description:
The patient was found to have a fractured rv lead during follow up and underwent rv lead extraction and reimplantation of new lead and azygos coil. The new lead was open but not used. It had to be changed because the lead had problems with the screw-in mechanism. No injury was caused to the patient, however medtronic would like both leads returned to them for analysis and possible credit to the hospital.